Event description:
It was reported that a dislocation has occurred. No further information available.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it was found that a 76 year old female had right hip revision for hip surgery done approximately 15 years ago. Presented with complaint of stiff hip and pain in the buttocks. Patient had reflection cup (52mm) insitu with ceramic bearing with ceramic head. Only stem was revised to long stem echelon. The images provided demonstrate an area of cortical osteolysis near the proximal stem on the medial surface. The root cause of the pain and stiffness is unknown. There is no clinical documentation to corroborate the causes. The patient impact beyond the revision is also unknown as well as present situation. Pain localized to the site of the implanted device. One or more surgical procedures was required, or an existing procedure changed f 19. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the procedure performed was a revision of the stem and not a dislocation as previously reported, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.